Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement which lead to a lead safety switch. Boston scientific technical services (ts) discussed further troubleshooting options as noise was also present. This lead remains in service. No adverse patient effects were reported.